Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm approximately five months ago. The patient had an angioplasty of the renal arteries prior to the stent graft placement. It was reported that the patient had blood loss of 1000 cc during the procedure. There were no blood transfusion required and the patient was asymptomatic and was allowed to normalize without intervention. One day post implant, the patient had a 100.9 degree fever and three days post implant it was 100.0 degrees. The fever was believed to an inflammatory response associated with the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (fever, blood loss).